Event description:
It was reported that during the preparation of medication it was discovered that there was foreign matter in the syringe with a bd 1ml syringe luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: during the preparation of a medication, after moving several times the plunger, particles of silicone remained in the syringes and in the vial of medication.

Manufacturer narrative:
H.6. Investigation: fifteen 1ml syringes in fully sealed blister packs from batch 9066709 (p/n 309628) were received and evaluated. It was observed all the syringes contained the normal and expected amount of silicone per product specification. No defect was observed in the received samples. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the preparation of medication it was discovered that there was foreign matter in the syringe with a bd 1ml syringe luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: during the preparation of a medication, after moving several times the plunger, particles of silicone remained in the syringes and in the vial of medication.